Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 589 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 334 mg/dl while wearing the pod for between 4 and 24 hours on the abdomen. Upon investigation, it was found that the pink slide insert had not moved into the viewing window, and the cannula appeared normal upon pod removal. These findings indicate that the needle mechanism failed to deploy as intended during activation.